Manufacturer narrative:
The device was received for evaluation containing fluid in the bladder. A visual inspection noted the mouth of the fill port was chipped. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the luer lock connection at the fill port of a large volume intermate. This issue was discovered after the device was compounded with vancomycin and before patient use. There was no patient involvement. No additional information is available.